Manufacturer narrative:
Analysis of lead model 3389-40, lot # 0207018863, showed the distal tip was bent at electrode #0. It was noted that the complete lead was received in the unopened sterile box. The continuity was acceptable and no shorts were observed between circuits. (B)(4).

Event description:
It was reported during the procedure the physician opened the lead and noticed that the tip of the lead was curved. The surgeon removed the guide wire from it thinking maybe it was the wire and the lead was ¿okay¿ but they realized the lead itself had the problem. The physician used another lead instead. There was no action required due to the event.

Manufacturer narrative:
(B)(4).